Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Insulin pump was monitored. No frozen display anomaly noted. No button error alarms noted. No moisture damage noted on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump beeped continuously. The insulin pump alarmed button error and they were unable to clear the alarm. The buttons on the insulin pump were unresponsive. The display was frozen. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.